Event description:
Air was leaking from the cuff.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The cuff leak would delate the cuff causing the patient to require re-intubation.

Event description:
Air was leaking from the cuff.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The cuff leak would delate the cuff causing the patient to require re-intubation. The complaint investigation was performed based on the content of the issue reported. Based on the photo images provided by the customer the leaks were confirmed based on the defective photo images provided. A possible root cause of the hazard is leaky bonds. No lot number was provided; however, DHR review was not performed because the product is a purchased finished good. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. There have been seven (7) complaints regarding this part number within the 24-month timeframe. We will continue to monitor trends during our periodic complaint review meetings.